Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. A DHR review was not performed as the lot number is unknown and ship history review was not able to be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration and over stimulation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Correction: block d3: manufacturer email.

Event description:
It was reported that the patient with this neurostimulator experienced issues with overstimulation from the time of implant placement. The device reportedly never worked as intended and the patient believed it had moved. The patient ultimately had the device explanted. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: unknown premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced issues with overstimulation from the time of implant placement. The device reportedly never worked as intended and the patient believed it had moved. The patient ultimately had the device explanted. There were no patient complications.